Manufacturer narrative:
Device manufacture date not available at time of this report. RMA issued to replace the part. Per report, site laid device on patient's bed, blocking the vent holes and causing overheating. Medtronic navigation, inc. Evaluation showed pc board damage.

Event description:
A site representative, operating room circulator, called in to report that the axiem portable system would not track. She reported that the axiem box is hot to the touch and they had it laying flat on the bed with the venting panel down. The surgeon opted to continue the surgery but discontinued the use of the axiem portable system. There was no impact on patient outcome.